Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the observed foreign material/residual liquid in the nozzle was not identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event can be prevented by following the instructions for use section below: gif / cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the returned gastrointestinal videoscope, foreign material was observed in the device nozzle. There was no patient involvement.